Event description:
It was reported that when using the bd pyxis¿ es refrigerator door failed to open. Customer tried to reboot and recover the storage space, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 25-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the field service engineer (fse) assisted the customer to resolve the issue by following the proper reboot procedure. The system functioned as intended after the field service engineer investigated the incident.